Event description:
Edwards japan received information that a 23mm 3300tfxj aortic valve was explanted after an implant duration of nine (9) years and one (1) month due to mild pannus formation on the leaflets. The patient presented with dyspnea. The explanted device was replaced with a 11500aj aortic valve (size unknown) with no patient adverse event reported. The patient's outcome was reported as recovered. The device was returned for evaluation.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.